Manufacturer narrative:
Results: the pod packing coil (podj) pusher assembly was kinked approximately 88.0 and 90.0 cm from the hub. The podj pusher assembly also exhibited uniform kinks along its length. The embolization coil was intact with the pusher assembly. The embolization coil was compressed and displayed offset coil winds along its length. During functional analysis, the podj was able to be retracted into the introducer sheath with some resistance. Upon attempting to advance the podj back out of its introducer sheath, strong resistance was met and the embolization coil was unable to be advanced. Conclusions: evaluation of the returned podj revealed that the embolization coil was compressed, had multiple offset coil winds along its length, and the pusher assembly was kinked. This embolization coil damage can occur if the podj is forcefully mishandled prior to or during use. These offset coil winds can contribute to resistance felt when attempting to advance or retract the coil. If the embolization coil is forcefully advanced against this resistance, pusher assembly kinks may occur. Further evaluation revealed multiple additional kinks along the length of the podj pusher assembly. These kinks were likely incidental and occurred during transit for return to penumbra. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula using pod packing coils (podj¿s). During the procedure, while attempting to advance a podj through a px slim delivery microcatheter (px slim), the physician experienced resistance and subsequently, the podj pusher assembly became kinked and could not be advanced further. Therefore, the podj was removed and the procedure was completed using penumbra coil 400's (pc400's), additional pod coils and same px slim. There was no report of an adverse effect to the patient.